Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead was explanted and replaced due to twiddler's syndrome. The patient was stable.

Manufacturer narrative:
The reported event was for ¿twiddler¿s syndrome¿. A complete lead was returned in one piece. Visual inspection of the lead found the extended helix clogged with blood. The measured full helix extension length was within product specification. Electrical testing found no anomalies.